Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had blood on their pad from the stitches. Later the caller indicated that the patient went to the bathroom in the middle of the night and the skin in their vaginal area "fell" and when the patient tried to push it back up the "one whole side of her vaginal area fell and it is painful." The patient was advised to contact their healthcare provider (hcp) immediately. A third call 6 days later from the patient indicated for the last two or three days they had been dealing with the right side of their vaginal wall "becoming unhooked" and that one area was not getting rid of any urine. Additionally it was reported that the patient was "experiencing same" and called their hcp to come in early to see the patient, but could not be seen until the week after the call. The patient reported that their vaginal wall "is being sucked down in the middle and was not able to hook up to other part." The patient was barely able to urinate which is not good because the patient is a liver transplant patient. Additionally the patient reported not being able to pass stool which was causing their stomach to swell. Prior the patient reported that they were able to pass "huge" bowels and now is just passing "small pebbles." The patient will take medication to help with their bowel and the patient tried to increase stimulation to 3.0, but was not able to and the controller was not connecting. Troubleshooting resolved the connection issue and at stimulation of 0.8 the patient felt stimulation in the vaginal area. A follow-up call with the patient determined that the patient could not get the machine to work the morning of the call, but after removing the batteries the controller was working fine. The patient mentioned that they were feeling better with "it closed all the way, sometimes she has to let go and urinate." In a final follow-up call with the patient she indicated that she felt like her vulva has dropped or has moved to a different place. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.